Event description:
Boston scientific received information that the left ventricular (lv) lead was surgically abandoned and out of service. Another lead was implanted in the patient. Additional information from the field representative indicated that the lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.